Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to switch to multiple daily injections as a backup insulin therapy.